Event description:
A malfunction alarm was reported by the customer with a malfunction code of malf 9. There was no adverse impact to the customer's blood glucose level, as it remained below 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if the issue reoccurs.